Event description:
Procedure type: urological/gynecological. According to the reporter: the patient underwent a urological repair procedure for treatment of pelvic organ prolapse procedure for treatment of pelvic organ prolapse and stress urinary incontinence. Allegedly, the patient experienced damage to an organ system and pain. Patient has undergone corrective surgery on (B)(6) 2009.

Manufacturer narrative:
(B)(4).